Event description:
It is reported that a customer experienced low blood glucose of 48 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer declined trouble shooting and stated that they will monitor their insulin pump and will call back if they had any issues with the pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.